Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after the pump battery depleted during a meal and there was uncertainty about remaining insulin in the cartridge; the user had recently changed the cgm sensor and was guided to replace all pump and cgm supplies, recalibrate with a fingerstick of 284 mg/dl, verify cgm function, confirm no insulin suspension alerts, check for leaks, and deliver a meal bolus, after which the system was functioning. Symptoms included elevated blood glucose. Outcomes included resolution with troubleshooting and education, and shipment of replacement infusion supplies. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed normal device behavior following restoration of power, replacement of consumables, successful cgm pairing, absence of leaks, and no active alerts. It was concluded that the event was attributable to battery depletion and possible depleted or uncertain insulin supply, with device function confirmed after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.